Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 76 year-old female patient undergoing protected percutaneous coronary intervention. The patient¿s medical history was notable for severe peripheral arterial disease, hypertension, hyperlipidemia, st-elevation myocardial infarction history, and three-vessel coronary artery disease. Upon explant of the impella cp device, loss of flow to the affected limb was observed, with occlusion of the common femoral artery. The clinical team obtained alternative access via the radial artery and performed intervention utilizing a drug-eluting balloon. The intervention was noted to be successful, with restoration of flow. It was reported that the initial femoral access was done without issue, but was positioned high due to the femoral artery being significantly calcified. The patient had a history of a similar vascular complication in the contralateral femoral artery during prior intra-aortic balloon pump placement. The patient was not administered cangrelor prior to the procedure, and the activated clotting time at the time of insertion was 130 seconds. The planned protected percutaneous coronary intervention was completed. The patient survived the event with no additional interventions required following successful revascularization. Limb ischemia and vascular complications are known risks associated with large-bore arterial access, particularly in patients with underlying peripheral arterial disease and calcified vasculature.